Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced struts perforation, tilt, detachment, material deformation and difficult to remove. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old female patient weighed (B)(6) lbs.